Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis during a cyst gastrostomy procedure performed on (B)(6) 2018. According to the complainant, prior to stent placement, precautionary measures were taken, including doppler and ir to rule out pseudoaneurysm. During the procedure, the stent was successfully deployed in the desired position, however, upon deployment of the second flange of the stent, the physician noticed massive hemorrhage leaking into the patient¿s stomach through the stent. The blood was suctioned out of the stomach. The stent placement site was then examined with the scope to find the source of the bleed, and it was noted that the stent was no longer in its intended location. The bleeding resolved without further intervention. The stent was removed from the patient using forceps, and the patient was sent to ir for an angiogram, which showed no further bleeding. The patient was sent to a referral center to have the cyst drained. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.